Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a pocket erosion. The pacemaker eroded through the pocket due to the patient picking at the pocket. The device was explanted. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2020-12176 it was reported that the patient experienced a pocket erosion and infection. The pacemaker eroded through the pocket due to the patient picking at the pocket. The pacemaker was explanted, and the right ventricular lead was capped on 8/10/2020. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.